Event description:
It was reported that the pump touch screen has "spiderweb" like crack, leading to screen being unreadable. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.